Manufacturer narrative:
The investigation was completed and no product return: asae/minor bleed/ hematoma: oozing and hematoma noted at impella access site. The cause of the access site adverse event was not determined due to insufficient clinical details. Device history review was completed anf=d passed all the post sterile inspection checks.

Manufacturer narrative:
D1: brand name updated. D4: catalog updated.

Event description:
The complainant reported that a patient was implanted via percutaneous right femoral artery with an impella cp for mechanical circulatory support. Oozing was noted from the impella access site around the sheath before transferring to the intensive care unit. The patient was on anticoagulants. About 10 milliliters of blood was lost. Manual pressure was held. The next day hematoma to the access site was noted to be resolving. This was found after transport with an unfamiliar company. The patient's outcome is stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.